Manufacturer narrative:
Not returned.

Event description:
It was reported that when the asymptomatic patient presented via remote transmission, r-wave amplitude variation was observed. Review of the transmission revealed significant r-wave amplitude variation and intermittent undersensing of individual r-waves. This undersensing was resulting in ventricular pacing which showed functional loss of capture. The device was reprogrammed. The patient will continue to be monitored.